Event description:
Patient presented to the physician with a superficial stimulation lead at the neck incision. Prior to the surgery, the patient presented with the suture anchor eroding through the skin. Physician brought the patient into the or, dissected the area, and secured the lead.

Event description:
Patient presented back to the physician with the stimulation lead poking through the neck incision. Physician brought the patient back into the or, tucked the stimulation lead, and closed.